Event description:
In 2001 an or rn developed a rash on hands after wearing the glove. The rn was given benadryl. The next day the rn wore the glove again, and this time developed the rash not only on hands but also on arms and chest. The rn did not experience any respiratory problems. The rn does have a history of latex allergy. The rn did see an allergist. The rn is now wearing another glove without problems, and is taking no medication. This info was provided by employee health rn.